Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that the catheter broke inside the patient, requiring additional devices for removal. The target lesion was located in the mildly tortuous and mildly calcified vessel. An opticross 18 imaging catheter was selected for peripheral procedure. However, during the procedure, it was noted that the catheter drive shaft became twisted and then snapped, leaving a part of the catheter inside the patient. The physician attempted to remove the broken device using different techniques, including alligator clips and a snare, but was unsuccessful. On (B)(6) 2024, the small piece of device that broke off was removed from patient's body. The patient is good post-procedure. It was further reported that the device was removed through minimal invasive type.

Event description:
It was reported that the catheter broke inside the patient, requiring additional devices for removal. The target lesion was located in the mildly tortuous and mildly calcified vessel. An opticross 18 imaging catheter was selected for peripheral procedure. However, during the procedure, it was noted that the catheter drive shaft became twisted and then snapped, leaving a part of the catheter inside the patient. The physician attempted to remove the broken device using different techniques, including alligator clips and a snare, but was unsuccessful. On (B)(6) 2024, the small piece of device that broke off was removed from patient's body. The patient is good post-procedure.